Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sore throat or nasal irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b4. The manufacturer previously reported in section b4 incorrect date which is reported correctly in b4 section.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and cause the patient's sore throat or nasal irritation. There was no report of patient any serious harm or injury. In initial and first follow up report b4 dates in both scenarios were incorrect. The correct date should have been 06/06/2022, and follow up 06/09/2022, respectively. The manufacturer also alleging lung pain which was not mention in the previous report which has been updated in this report. In previous report, in section h6 health effect - clinical code was incorrect which has been updated / corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer received information alleging lung pain, water chamber not holding water, sore throat, device power cord or supply too hot to touch, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer responded that, already returned the device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In previous report, section g3 was wrongly captured, corrected and updated in this report.